Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was high. The customer changed the cartridge, infusion tubing and site. The bg level lowered. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.